Event description:
The patient reported that his blood glucose was 5.4 mmol/l sometime in june and an hour later passed out stating his blood glucose was 2.0 mmol/l at the time he passed out. He states his mother and neighbors called an ambulance and put glucose tablets in his mouth. When the ambulance arrived, they checked his blood sugar level gave him orange juice. He does not know what the blood glucose was at the time of their arrival.

Manufacturer narrative:
The device was not returned to animas for evaluation. If the device is returned, an evaluation will be conducted and a supplemental report will be filed. No conclusions can be made at this time.